Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via femoral artery. The 80% stenosed, concentric, de novo target lesion containing <=45 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The physician implanted a 2.75x38mm synergy drug eluting stent (des) in the mid lad. A 3.50 x 20 synergy ii drug-eluting stent was then advanced to proximal lad planning to overlap with the mid lad stent. However, the 3.50 x 20 synergy ii stent was unable to pass the mid lad stent despite several attempts. Upon withdrawal outside the patient, it was noted that the distal part of the 3.50 x 20 synergy stent was damaged likely because it got caught on the previously implanted 2.75x38mm synergy stent, which was also damaged. The procedure was completed with implantation of another 3.5 x 24mm synergy stent. There were no complications reported and the patient was stable.

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via femoral artery. The 80% stenosed, concentric, de novo target lesion containing <=45 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The physician implanted a 2.75x38mm synergy drug eluting stent (des) in the mid lad. A 3.50 x 20 synergy ii drug-eluting stent was then advanced to proximal lad planning to overlap with the mid lad stent. However, the 3.50 x 20 synergy ii stent was unable to pass the mid lad stent despite several attempts. Upon withdrawal outside the patient, it was noted that the distal part of the 3.50 x 20 synergy stent was damaged likely because it got caught on the previously implanted 2.75x38mm synergy stent, which was also damaged. The procedure was completed with implantation of another 3.5 x 24mm synergy stent. There were no complications reported and the patient is stable. It was further reported that this stent was fully apposed to the vessel wall and there was no stent damage post deployment.